Manufacturer narrative:
(B)(4). Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recom (B)(4). The investigation under CAPA process ((B)(4)) has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to ¿shrink out¿ of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers.

Event description:
Description from the customer report: "(B)(6) female placed on to femoral veno arterial ECMO under CPR conditions for refractory ventricular fibrillation. On return to ICU 20min after ECMO initiation, drops of blood noted under oxygenator on floor. On inspection blood was dripping from gas outlet of quadrox oxygenator. The decision was made to monitor the frequency of blood loss over night and change the circuit out the next morning. This procedure was done with no complications. It was estimated that during the initial patient support with the leaking oxygenator the blood loss of the patient was 20 to 30 ml. (B)(4).